Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this lead was positioned, but then the helix could not be extended. It was noted the helix came out after over 50 turns of the fixation tool. Additionally, the pacing impedance measurements were very high. The helix was then attempted to be retracted but it was not possible. A different lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.